Manufacturer narrative:
Investigation summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batches #1728948 and #1728954). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
The device has been returned. Investigation results: summary: two reciproc files r25 8/100 25mm 025 were returned in loose. The returned files are broken in the active part (fatigue), or at the tip of the active part (fatigue). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batches #1728948 and #1728954). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc files 4x broke during use. The broken part remained inside the root canal and was incorporated into the filling. No injury.